Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to test the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery tests or verify motor error alarm due to blank display. The motor was tested outside the device and passed. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was unknown. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.